Event description:
It was reported that the device was used during a salpingoophorectomy, the rachet mechanism was not working properly. He had to manipulate the instrument in order to open the jaws of the instrument to remove it from internal tissue. No patient consequences.